Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the device and lead were implanted on (B)(6) 2024 in left s3 foramen. Textbook location, positioning, stimulation levels at time of implant. Over the course of the next 20 months, patient lost stimulation on programs 1-4, with stimulation above 8.0 being needed on programs 5-7. Patient reported no falls during time of post implant. Prior to surgery to replace lead today, field rep completed mapping of programs 1-7, battery check, and impedance check. No ideal stimulations level felt during mapping of programs. Battery check and impedance check came back normal. Possible malfunction or lead issue. The patient had a return of baseline symptoms of urinary incontinence, urinary frequency, and urinary urgency. Removal and replacement of 978b128 lead on (B)(6) 2026. Device originally implanted in left s3 foramen, now located in right s3 foramen.

Manufacturer narrative:
H3: analysis of the returned lead (l/n: va2z3xv) identified a break in the insulation under electrode connector 2 at the distal end of the lead; consistent with explant damage. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.